Event description:
It was reported that multiple cartridges were leaking from the o-ring. Customer loaded a new cartridge to address the issue. Reportedly, the customer experienced a "high" blood glucose (bg) level, a specific bg value was not provided. Customer administered a manual injection to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.